Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on strip lot 385358a. The customer's complaint was not replicated during in-house investigation. Although discrepant results were observed, the testing shows that the system is performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A potential patient sample interference was identified in the complaint along with a user issue, both of which may have contributed to the unexpected result observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
It was reported that the patient had an increase of leafy greens recently and that a capillary tube was used to help the blood travel up the channels by swirling the end of the capillary tube in the sample well.

Manufacturer narrative:
Investigation is pending.

Event description:
On (B)(6) 2016, an unexpected low inratio inr was reported via telephone call. Results are as follows: (B)(6). There was no reported adverse patient sequela. There was no additional information provided.